Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be used for a stent exchange procedure performed in the ureter, on (B)(6) 2018. According to the complainant, during preparation, when the device was removed out from the package, it was noticed that the stent was broken. The procedure was completed with another percuflex plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.